Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was returned for failure analysis, and the reported usm pot fail error was confirmed and replicated. Due to interrupt service routine (isr) data, usm failed yaw post wiggle, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was verified to be the source of the fault, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the yaw searchlight assy was found to be the root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, a persistent "visualize instrument" message had appeared continuously on two specific universal surgical manipulators (usm) even when instrument tips had been positioned near the center of the endoscope view. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the condition across all instruments on those usms verifying that no error codes had been present. A hard power cycle had then been performed, but the symptom had not resolved. Additional checks had confirmed the message had only disappeared when the camera had been pulled back significantly, and the behavior had been the same with both 0-degree and 30-degree endoscopes, indicating it had not been camera-dependent. No known impact or patient consequence was reported.